Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the electromagnetic localization system was unresponsive to an application and not functioning correctly. Under inspection it was discovered cable from the electromagnetic localization system to the navigation system was damaged from wear and tear and losing connection. This issue was noted outside of a procedure, and there was no patient involvement.